Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/14/2020 additional information: a1, a2, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted more adhesions along the left flank. Adhesions were lysed. Bowel densely adhered to previously placed mesh could not be separated from the abdominal wall, because the mesh had eroded into the bowel. Adhesions were lysed. The laparoscopic procedure was converted to open. The abdomen was noted as hostile with biologic concrete like scarring. Adhesions were lysed. The bowel was densely adherent to mesh in three areas and could not be separated. Mesh was excised with the bowel. Three separate small bowel resections were performed due to the densely adherent mass: one in the distal small bowel about 30 cm proximal to the terminal ileum and two other proximal to this, one of which was in the mid bowel. The mesh had seroma cavity anterior to the mesh, which was completely excised from the abdomen and sent off for culture and pathology due to the mesh appearing to be infected. The hernia defect and a small defect on the left lateral abdominal wall lateral to the midline were closed primarily with sutures. Adhesiolysis and small bowel resection x3 added to surgical time. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.